Manufacturer narrative:
Sections with additional information as of 04-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 321 mg/dl. The customer¿s expected blood glucose test result ranges are 170-220 mg/dl am fasting and 150-252 mg/dl pre-lunch, pre-dinner and bedtime fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/21/2024 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (customer stated time may not be correct): result 1: 170 mg/dl date: 9/15 time: 3:23am fasting, result 2: 321 mg/dl date: 9/14 time: 6:53pm fasting/bedtime, result 3: 151 mg/dl date: 9/14 time: 4:16pm fasting/before dinner, result 4: 157 mg/dl date: 9/14 time: 11:17am fasting/before lunch, result 5: 168 mg/dl date: 9/14 time: 11:16am fasting/before lunch, result 6: 168 mg/dl date: 9/14 time: 3:54am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.